Manufacturer narrative:
A therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lume was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material records related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the therapy cool flex catheter during an atrial fibrillation ablation procedure, the irrigation port detached. The catheter was in the left atrium and after one hour of use, the irrigation port detached from the handle of the catheter. The procedure was continued with a different device and there were no adverse consequences to the pt. The pts current status is listed as well.